Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01384. This report is being submitted as additional information. Approximate age of device ¿ 5 years and 8 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported pump stop was confirmed based on the evaluation of the submitted log file. Although the cause could not be confirmed, the event appeared consistent with a loss of device support due to complete battery depletion. The log file captured on (B)(6) 2018 between 4:15am - 5:17am, the batteries being depleted resulting in alarms for low battery hazard, and the system entering power save mode. At 5:17am, the system showed a no external power alarm and switched to the emergency internal backup battery. The remaining data showed a pump stop with a clock reset, which appears consistent with the system shutting down due to a complete loss of power to the pump. The duration of time for which the pump was off could not be conclusively determined through this evaluation. The system resumed normal device operation upon reconnection to external power. While connected to external power, the system showed normal device operation above the low speed limit for the duration of the log file. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2012. It was reported that the patient was found on the floor with the pump stopped. Family members found the patient and connected batteries to the system controller. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed a pump stoppage occurred due to the external batteries and the system controller¿s backup battery being depleted. On (B)(6) 2018, it was reported that the patient made a full recovery.